Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have been using the arctic sun device for a while and could not get a water flow rate (wfr). Already tried disconnecting and reconnecting pads with no success. Hypothermia cool patient targeted temperature (tt) was 36c, patient temperature (pt) was 36.2c, 4 pads connected to adult patient. Walked through stop therapy and empty pads. Device alerted twice 07 empty pads not complete. Had disconnect over the trash could prevent leaks. Nurse noted last connector appears to be stuck. Placed device in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 14.3c, outlet control temperature (t2) was 14.2c, inlet temperature (t3) was 14.6c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -9psi, circulation pump command (cpc) was 85 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 173.8 and pump hours were 150.3. Disabled manual control and advised to send this device to biomed for evaluation. Swapped out to alternate device. Per follow up information received via task on 14jan2026, original complainant and charge nurse unavailable. Nurse would check for any retained pads.